Event description:
It was reported that the user¿s replacement ilet pump exhibited a screen interaction malfunction in which the user could not confirm selections after pressing and holding, despite attempts to update firmware, reset, and troubleshoot on the charger, leading to issuance of another replacement and return of the affected devices. Symptoms included no reported changes in blood glucose. Outcomes included no reported injury, no hospitalization, and continued use of cgm with backup therapy advised due to unreliable insulin delivery and meal announcements. Investigation included customer troubleshooting and review of device performance through user reports, with the device subsequently returned. Investigation of this case revealed a screen responsiveness failure consistent with a hardware user interface issue. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display/input component.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.